Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had power issue not working on ac and batteries were not charging.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, b5, g3, g6, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to verify customer¿s stated issue. The fse found the rescue unit not engaged in the cart. Reengage the rescue unit into the cart and verified charging. Functional tested without any further issues. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had power issue not working on ac and batteries were not charging. No harm/injury has been reported.